Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion out of specification (too high). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion out of specification (too high)" was not reproduced. The device was tested for downstream occlusion and found result was passed. A review of the event history log revealed "downstream occlusion!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor digital pot setting reading was (170 - 5) out of range. The nt calibration required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.